Event description:
Reporter alleged when going to the hosp for a condition not related to diabetes, blood glucose was tested and her meter read 100 points off of the hosp meter, without providing values or saying whether they were high or low. Reporter stated a relative's meter then read 50 points off from her as well. Reporter indicated no adverse event resulted from the alleged readings and no treatment was received. Controls were reportedly used and within range. A request was made for the return of the suspect device and replacement product was sent.